Event description:
It was reported that the patient was experiencing too much stimulation in the abdomen. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the medical facility.